Event description:
A malfunction alarm with code malf 16 was reported without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections to maintain insulin delivery. Technical support confirmed the shipping address and arranged for a pump replacement, instructing the customer to set the pump into storage mode and return it using a prepaid label within 10 days.